Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose at the time of the incident was 132 mg/dl. The customer stated he cleared the alarm and was able to rewind but then received the motor error alarm again. The customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. The alarm history showed a motor position encoder error alarm and multiple motor error alarm. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.